Manufacturer narrative:
Concomitant products: 419388 lead, implanted: (B)(6) 2005.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, it was noted that the setscrew backed out too far on the right ventricular (rv) coil side of the device. The grommet was removed, the setscrew reengaged and the grommet filled with medical adhesive. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.